Event description:
It was reported that when the device was interrogated prior to use, an observation message was displayed which stated "wireless telemetry no longer available with this device." The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.